Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient had a medical emergency. The patient's blood glucose levels dropped to 2.1 mmol/l (37.8 mg/dl). The patient called in requesting assistance with the personal diabetes manager (pdm) pin code because he could not remember the code but managed to find it on his own. The patient was in an ambulance requiring treatment. Specific treatment information was not provided. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.